Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies available. Hence, it is difficult to draw any conclusion.

Event description:
It was reported through telephonic conversation that post-op, plate was sticking out considerably more on one side than the other. Patient now has pain at the implant site, spinal stenosis and trouble with his arm, and doctor believed it's an underlying issue because the patient was only (B)(6).